Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? From the operative note: an endoscopic blue-loaded cutting stapler was then used to divide and staple the base of the appendix. There was an apparent mis-fire as the stapler was unable to be fully closed. A second endoscopic blue-loaded cutting stapler was inserted and fired just proximal to the previous staple line. With the base of the appendix freed a small amount of thin adhesions were found on the lateral aspect of the appendix tethering the appendix to the lateral wall of the pelvis. These adhesions were lysed sharply with electrocautery. The stapler was reloaded with a white cartridge and similarly the mesoappendix was divided. There was an apparent second mis-fire as the stapler was unable to be opened. Clips were applied proximal to the staple line and the mesoappendix sharply divided with electrocautery. The staple line on the cecum was inspected and found to be intact and hemostatic. The patient's side of the mesoappendix was closely inspected and found to be hemostatic. If yes, how was the device removed? See above. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button)? Unknown. Did the jaws eventually open? Unknown.

Event description:
Per-user facility medwatch form, (B)(4), it was reported that during an appendectomy laparoscopic procedure the endopath ets-flex 45 fired and would not open. Unable to clip and cut and stapler was removed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4), date sent: 2/11/2021, d4: batch # u5dr0t. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, there were no difficulties to open or closed noted. The staple line and the cut line were complete and the staples meet the staple form release criteria as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger is locked. Once in the cavity, press the anvil release button to reopen the instrument jaws and return the closing trigger to its original position. To articulate the instrument, turn the articulating lever until it comes to a stop in either direction. To rotate the instrument, turn the rotating knob by applying pressure in a clockwise or counter-clockwise direction. The instrument shaft will rotate freely in either direction. Position the instrument around the tissue to be stapled. The tissue should be positioned between the black line at the distal end of the jaws and the black line at the proximal end, indicating the end of the staple line. The inner black line references the cut line of the device. After positioning the instrument jaws, close the jaws by squeezing the closing trigger until it locks. An audible click indicates that the closing trigger and jaws are locked. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Fire the instrument by squeezing the firing trigger completely with one continuous, smooth stroke until it rests on the closing trigger. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release button. While pressure is still on the anvil release button, slowly release the closing trigger. Gently pull the instrument away from the transected tissue and ensure the tissue is released from the jaws. To remove the instrument from the cavity, squeeze the closing trigger until it locks, closing the jaws. Remove the instrument through the trocar in the closed position. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.